Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had reported feeling dizzy, lightheaded, and weak. Boston scientific technical services (ts) review of device logbook found rhythmiq events starting approximately two hours after symptoms began. Ts discussed that the device may have overwritten previous episodes. The patient has intermittent complete heart block. Ts discussed current programming was not optimal for someone with this condition and recommended a different algorithm. No additional adverse patient effects were reported. This device remains in service.